Event description:
It was reported that during an eval conducted by a MFR field service tech, exposed bare wires were observed from a cut in the rover power cord. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
Visual inspection discovered a cut in the power cord, which exposed bare wires. The cause of the cord damage is unk, but may be the result of mishandling. The MFR service tech installed a new power plug at the point where the power cord as cut. The rover was functionally tested and returned to use.